Event description:
A customer reported experiencing a tandem mobi cartridge alarm. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was guided to resolve the issue by removing the cartridge and delivering a bolus, which was successful, allowing them to resume insulin therapy. Later reports revealed a repeated occurrence of the cartridge alarm, leading to the decision to replace the pump. The customer was instructed on how to handle the current pump and the replacement process, and a replacement pump was sent.